Event description:
The customer reported that erroneous total thyroxine (tt4) results were generated from an unicel dxl800 access immunoassay system for multiple patients over multiple days. This report represents the erroneous tt4 results generated from an unicel dxi800 access immunoassay system for one patient on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that this patient's initial tt4 result were lower than expected, and below the normal reference range. However upon multiple repeat testing, the repeat results were higher, within the normal reference range, and considered valid. The initial tt4 result was not released from the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Assay quality control was within the customer's established specifications during the timeframe of the event, and no error messages were posted to the instrument log. The customer indicated that no reagent share packing had occurred and confirmed that the reagent pack was intact with no noticeable abnormalities. The sample was collected in a lithium heparin separator tube. Beckman coulter inc. Assessment of customer supplied data indicated that other patient results were provided by the customer. These results were not questioned as part of this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The customer initially declined service however upon completion of an unacceptable precision test, the customer requested service. The field service engineer performed high sensitivity system check and precision runs which verified system performance. No failure was detected. No cause has been determined for this event. Associated mdrs: 2122870-2012-00521, 2122870-2012-00578, 2122870-2012-00585.